Event description:
Pt suffered bleeding post-operatively. The pt was treated 10 days prior to event date and had postoperative bleeding on event date. Pt was seen the next day with no problems. Pt was diagnosed with enlarged tonsils and sleep apnea. Pt was taking amoxicillin (antibiotics), medrol (oral steroids), and lortab (narcotic pain medication). There was a small amount of bleeding, approximately 30ml, at 11 days post-op. The pt was treated on event date with 6 insertions on the right side and 5 on the left with 1000 joules per insertion (700 on last lesion on the right side) at 85 degrees. The pt was treated under general anesthesia and had approximately 10ml of 1% lidocaine with epinephrine injected into the tonsils. There was no device malfunction, no medical intervention required, and the pt had recovered. The somnoplasty procedure did not result in a life-threatening, permanent impairment of a body function or permanent damage to a body structure.